Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of service. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient¿s ipg has reached its end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.